Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered "similar." Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). This follow up MDR is being submitted to cancel the initial report. This file was initially reported conservatively based on the FDA MDR malfunction precedence ¿flexor kinked/stretched/broke/compressed¿, the device was evaluated on the 12-dec-2018 confirming no issue with the flexor. Based on the information provided in this complaint, the risk has been established within the file. This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803- overall risk assessed as category iia (low). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 12th december 2018. No defect found in the laboratory. Prior to distribution all evo-fc-8-9-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for evo-fc-8-9-8-b device of lot number c1376730 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1376730; upon review of complaints this failure mode has not occurred previously with this lot #c1376730. On review of the information provided, there is no evidence to suggest that the user did not follow the packaging insert. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a severe tortuous patient anatomy, as indicated within the description of event. A severe tortuous patient anatomy could potentially lead to a deployment difficulties. Summary: according to the initial reporter, the patient outcome is unknown. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted to cancel the initial MDR report. This report is dealing with the first device, an additional file was opened to address the replacement device. A patient who has already been placed stent (century medical. Inc/niti-s) in the bile duct underwent stent placement. It was difficult to access since there was a severe tortuous anatomy on the way to the papilla due to invasion of cancer. When the user squeezed the trigger of the delivery system (evo-fc-8-9-8-b), the stent would not deploy. Therefore, another size (evo-fc-8-9-6-b) of the device was used instead(B)(4). The position on the elevator of endoscope was "open". When replacement device (evo-fc-8-9-6-b) was advanced, the tip of the delivery system got stuck (snagged) into the placed stent (century medical. Inc/niti-s), then the stent would not be placed into the target lesion. The stent bridged papilla but extended about 3cm from papilla, and proximal edge of the stent attatched into opposite side of the duodenum wall. No additional procedure was conducted and finished the procedure (B)(4).

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered "similar". Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include investigation conclusions.

Event description:
This file is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed¿ this report is dealing with the first device, an additional file was opened to address the replacement device. A patient who has already been placed stent (century medical. Inc/niti-s) in the bile duct underwent stent placement. It was difficult to access since there was a severe tortuous anatomy on the way to the papilla due to invasion of cancer. When the user squeezed the trigger of the delivery system (evo-fc-8-9-8-b), the stent would not deploy. Therefore, another size (evo-fc-8-9-6-b) of the device was used instead ((B)(4)). The position on the elevator of endoscope was "open". When replacement device (evo-fc-8-9-6-b) was advanced, the tip of the delivery system got stuck (snagged) into the placed stent (century medical. Inc/niti-s), then the stent would not be placed into the target lesion. The stent bridged papilla but extended about 3cm from papilla, and proximal edge of the stent attached into opposite side of the duodenum wall. No additional procedure was conducted and finished the procedure ((B)(4)).